Event description:
Additional information was received that surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
D6b - date of explant was mistakenly omitted in the previous report, and it is included in this report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was deemed inoperable following the patient undergoing an unrelated surgical procedure. It is undetermined if the patient set their ipg into surgery mode prior to the procedure. Troubleshooting to provide resolution was unsuccessful. As a result, the patient plans to undergo surgical intervention.